Event description:
It was reported that infection was suspected during scheduled pocket revision. The patient did not have (B)(6). The device underwent sterilization and was connected to a new lead and interrogated. The device was found in back up mode. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.